Event description:
The device was returned for service. During service by baxter, a cracked door #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA august 1, 2007. Evaluation summary:a baxter service technician evaluated the pump. The reported condition was confirmed. The cracked door #2 was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.